Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump had powered off unexpectedly two-to-three times over the past six weeks. The reporter stated the pump was not available for troubleshooting at the time of the call. Animas made several attempts to contact the reporter in follow up, but was unsuccessful. There was no reported adverse event associated with this complaint. Return of the pump to the manufacturer has not been arranged. This complaint is being reported because the alleged intermittent power issue remained unresolved at the conclusion of the call.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2014 with the following findings: review of the black box date revealed no records of power on reset that would support the reported power loss event. On investigation, the battery cap that was returned with the pump for investigation was found to be within the required specifications and attached to the pump properly. The pump powered on normally and was exercised for 24 hours without interruption or loss of power. No call service alarms occurred during investigation. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the interior pump components. Unrelated to the original complaint, the display was noted to be dim and discolored.